Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient presented after receiving therapy from the implantable cardioverter defibrillator (ICD). A remote interrogation was performed which found that anti-tachycardia pacing (atp) along with eight shocks were administered due to an atrial arrhythmia. This would exhaust therapy in the one episode. Two other episodes showing atrial arrhythmia driven rates were found, one which showed another inappropriate atp being given. Boston scientific technical services (ts) suggested further review by an electrophysiologist. The ICD remains in service and no adverse patient effects were reported.